Event description:
Additional information was received from the patient representative (patient rep). The patient rep stated that they called back and reported that they haven't receive the replacement recharger yet. The patient (pt) rep said they called on monday and was told that the shipment was expedited. The pt rep mentioned they need the equipment for the patient's pain. The patient called back to let them know that they need to send another request to replace the recharger because fed-ex never scanned the previous shipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient's representative regarding an external device. The reason for call was caller reported that the recharger is malfunctioning. Caller stated that it displays an error indicating the controller battery is out, despite the controller showing 100% battery. Caller also stated that the recharging cord becomes extremely hot while recharging the implant. For the event date, caller stated they¿d guess they¿d gonna say 3 weeks ago, sometime in august. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
97755, sn: (B)(6), returned for product analysis. Analysis found poor recharge quality message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.